Event description:
Per sound study adverse event form, this system was removed due to infection. Also associated with this report: setrox s 53, MDR: 1028232-2008-00668. Setrox s 45, MDR: 1028232-2008-00669.